Manufacturer narrative:
An event regarding disassociation involving an accolade stem and metal head was reported. A review by a medical professional confirmed malpositioning of the trident shell. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: inclination of this cup is normal but in clinical practice anteversion issues play a much more important role to contribute to overload in the bearing section of the arthroplasty due to edge loading, impingement, subluxation or otherwise adverse biomechanical effects. Lack of cup anteversion promotes impingement and/or overload in flexion and/ or internal rotation. As such, the root cause of failure for this pi case is an adverse combination of procedure related factors regarding cup malposition because related to surgical technique plus heterotopic ossification as mixed patient-related and procedure-related factor because surgery as such may act as specific trigger but also genetic predisposition is present making some individual patients more at risk for ho... Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: catastrophic trunnion failure with disassociation of femoral head caused by an overload condition related to cup malposition and heterotopic ossifications all contributing to bony and/or device impingement with reduction in movement space of the hip with overload as adverse outcome. If additional information and/or device become available this investigation will be reopened.

Event description:
Patient's hip stem head disassociated from the stem.